Event description:
It was reported to philips healthcare that the device had an issue with intermittent 12-lead ECG and an ECG equip malf message. There was no negative pt impact.

Manufacturer narrative:
(B)(4).